Manufacturer narrative:
Product analysis: it was confirmed that the connectors were broken. The lower case was broken at one boss. The hanger assembly was cracked. The case screws were contaminated. The display frame was damaged. Display wire insulation was pinched. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the plastic components of the external pulse generator (epg) connector ports were broken. The epg was returned for service. There was no patient involvement.